Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product found the device in vacuum sealed sterile pouch with no visible damage. The flange of the sterile blister exhibits complete adhesive transfer from tyvek with no voids. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the issue could not be confirmed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, when the nurse opened the packaging for the tibial insert, it was noted that the inner sterile blister was not fully adhered. There was a 30 minute delay. No adverse events have been reported as a result of the malfunction.